Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) recommended removing the battery to reset the epg and turn on the device again. Ts discovered that the error could not be duplicated and explained that the epg self-test may have been disrupted upon start-up when the error code initially presented itself and could be due to a depressed key, and therefore, the epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.